Event description:
Surgeon reports pt developed marked iritis with intra-ocular lens deposits following intra-ocular lens implantation. The event was treated with topical steroids and is reported to be improving. Vision prior to event was reported to be 20/60. Current vision is 20/50.